Event description:
Device 2 of 3. Reference MFR. Report#; 3006705815-2017-01533. Reference MFR. Report#; 1627487-2017-06588. Follow-up information revealed the patient's infection has resolved and is doing well following the procedure.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR. Report#; 3006705815-2017-01533, reference MFR. Report#; 1627487-2017-06588. It was reported the patient had an infection. As such, the entire scs system was explanted. No additional information known at this time.